Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported that speaker not working was observed during evaluation. The symptom was observed by the device did not produce any sound due to disconnected rear case flex. The rear case flex requires proper connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a speaker not working. There was no patient involvement. No additional information is available.